Event description:
It was reported that the customer's insulin pump was alarming threshold suspend and that she had low blood glucose levels even though she did not. The customer stated that the insulin pump was alarming every five minutes. The customer turned the sensor off, cleared the alarm, and everything was normal again. The customer's blood glucose was 72 mg/dl. The customer mentioned that her sensor glucose levels were different from her blood glucose values. The customer's sensor glucose level was 42 mg/dl and her blood glucose level was 72 mg/dl. Advised that this difference was within an acceptable range. Troubleshooting was done. Advised to call back if issue reoccurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).